Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the endoscopic image loss. Furthermore, it was confirmed that the signal cable connected to the ccd had buckling and the coating of the signal cable was teared. The buckling point of the cable was within the control section around the protection boot for the universal cord. Based on the evaluation result, it is surmised that the reported event occurred due to a short circuit at a point where the cable was buckled.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Omsc reviewed the repair history for the device, and confirmed that the ccd (image unit) of the device was replaced by olympus on july 24, 2018. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic procedure. The user facility re-connected the device to another video system center, but the image did not recover. Therefore, the device was replaced with similar but another device and the procedure was completed. There was no patient injury associated with this report.